Event description:
It was reported that during the implantation of the patient's right ventricular lead the impedance measured less than 200 ohms. When tested the lead also had no capture or sensing of an r-wave. 2 different cables, pacing systems analyzers and connector cables were tested and they continued to measure impedance less than 200 ohms without capture or sensing. The physician attempted to reposition the lead but the helix was unable to extend. The lead was not used and another lead was implanted. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.